Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. UDI: (B)(4). Model: sc-1232. Serial: (B)(6). Batch: 545099.

Event description:
It was reported that the leads of the patient had broken. Additional information was received that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7111331.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was broken in half and floating around inside the body.